Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the versacell log and confirmed that the operator front loaded the sample with an incorrect identification number. The cause of the incorrect assignment of a patient identification number was due to user error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The operator of a versacell sample management system incorrectly assigned a sample identification number to a patient sample. Patient sample (B)(6) was initially loaded into the sample drawer, scanned, queried, and delivered to a dimension instrument for testing. The operator then front loaded a different patient sample and assigned the same patient sample identification (B)(6) to the specimen, which was delivered to an alternate dimension instrument for testing. The incorrect results of the specimen which was front loaded were reported to the physician(s). The results were corrected and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect assignment of a patient identification number.